Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus france (ofr) for evaluation. The evaluation of the device by ofr confirmed the following; the bending section rubber was damaged and there was a hole. There was leaked at the bending section rubber. The insertion tube was deformed. The acoustic lens of probe unit and the distal end were scratched. The reported bending section rubber inflation was likely due to too high air pressure. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the (B)(6) health regulator ansm (agence nationale de sécurité du médicament et des produits de santé) that the bending section rubber of the device inflated after the withdrawal from a non-olympus drying cabinet, soluscope dsc8000. The device had been manually reprocessed. Other detailed information such as how the bending section rubber inflated was not provided. There was no report of patient injury associated with this event.